Event description:
The customer reported that the lipid tubing cracked between red tubing and filter tubing.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing and filter extension set was leaking lipids at the connection when lipids are delivered by syringe. There is no report of patient harm.